Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that the patient began having swelling in the hands and feet following implant, which was determined to be an infection. The patient slipped and fell, as their feet were swollen and broken open. The fall caused a fractured back and had not been able to walk. The infection resolved after 2 months of antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.